Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter was placed in the right subclavian vein, was left in place for 4 days and was damaged. ICU patient; catheter inserted on (B)(6); extravasation at the puncture site discovered on september 30; evaluated and removed, revealing the catheter was damaged. No further information was provided.